Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at thistime. The investigation will be re-opened should additional data become available.

Event description:
Noise was seen on both the ra and rv leads, which was able to be recreated with postural testing. Other values are appropriate. The patient has not been seen in person recently and the last home monitoring transmission was from (B)(6) 2014. Patient does not have any information to provide regarding events that may have jeopardized lead status.